Event description:
The account alleged the bed is causing the nurse call to disable in three rooms when plugged into nurse call system.

Manufacturer narrative:
Technician support asked the account to install the dummy plug into the weigh frame at the scm connector and check. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.